Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fracture) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon noticed the trocar was broken during an attempt to implant the stents from a trabecular microbypass stent system. There was no report of patient injury, and a back-up device was used to complete the procedure. Through follow-up, the surgeon reiterated that there was no adverse impact to the patient and no additional intervention was required. Reportedly, the surgeon experienced difficulty with depressing the stent deployment button. The report noted the event as "resolved" and described the patient status as "doing fine" with normal postoperative course.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been not been activated and two stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s frontal components were found bent. This finding may have occurred due to how the device was shipped back. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no other non-conformances related to the reported event. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. Of note: the additional information received through the device evaluation was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference:(B)(4).